Manufacturer narrative:
The device was not returned. Should additional information become available, a supplemental report will be submitted.

Event description:
The customer reported to inogen, that the unit did not provide an adequate amount of oxygen. In turn, the customer oxygen levels decreased to lower levels while transferring to their stationary unit. As a result, the customer called the ambulance wherein they were treated for more oxygen. Later, the customer was hospitalized.